Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy, but they were working with their doctor or medtronic representative. It was stated, the patient had their battery surgically removed on (B)(6) 2013. Approximately two weeks later, it was reported from the health care provider (hcp) that the cause of the event was due to "erosion" of the skin over the implantable neurostimulator (ins). It was stated that the lead had attributed to the event. When the hcp went to remove the ins, he discovered that the lead tip had migrated from the c3 foramen to a subcutaneous position. The lead and the ins were both explanted. The patient's symptom was skin break down. The patient was not hospitalized and her outcome was reported as non-serious illness or injury. No further information was received.

Manufacturer narrative:
Product ID, 3093-33 lot# v973942, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had four blisters at the location of her stitches where her skin was open following an implant. It was noted that the patient had seen her doctor. The patient was on program 3 at 5.8 volts, and increased from 3.6 volts to 5.8 volts the night before the report. A week later, it was reported that the patient was "good" for one month following device implant, then for the month or two prior to the report she got blisters around the device site. It was noted that the patient had been on antibiotics twice and had seen her doctor twice. The reporter stated that it may be corrosion of the wire. It was reported that the patient wanted to know if it was an infection or if she was allergic to the device. It was noted that the patient was scheduled to have surgery on (B)(6) 2013 to remove the device. Additional information has been requested but was not available as of the date of this report.